Event description:
It was reported that half of the pump screen was completely black, affecting the customer's ability to interact with and read the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer on using a backup insulin delivery method, ensuring the faulty pump would be returned within 10 days using a pre-paid label.